Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa) with a 5.00x100mm absolute pro self-expanding stent (ses). During deployment the stent was noted to be partially deployed when the deployment wheel became stuck. The stent was attempted to be pulled back into the introducer; however, it was noted to have damaged the aorta iliac during the process. The stent became occlusive in the anatomy and another stent was use to crush the stent against the vessel wall. There were no adverse patient sequela and no clinically significant delay in the procedure. Subsequent to the initially filed report, additional information was provided. The procedure was completed with another stent deployed in the sfa. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of occlusion is listed in the absolute pro peripheral self-expanding stent system instructions for use (IFU) as a known adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted kinked jacket resulting in preventing the shaft lumens from moving freely; thus, resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device resulted in the noted dislodged metal clip in the handle likely contributing to the reported difficulties. The reported patient effects possibly caused/contributed to the reported difficulties; however, a conclusive cause for the reported obstruction/occlusion and unspecified tissue injury, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery with a 5.00x100mm absolute pro self-expanding stent (ses). During deployment the stent was noted to be partially deployed when the deployment wheel became stuck. The stent was attempted to be pulled back into the introducer; however, it was noted to have damaged the aorta iliac during the process. The stent became occlusive in the anatomy and another stent was use to crush the stent against the vessel wall. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.